Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a fall flat on their back around mid-august and since then they have been having to change pads about every 2 hours. The patient also mentioned that they use an attain pelvic floor stimulator with interstim therapy on they felt sharp pain within a few seconds of using this device. Theinterstim was on when patient was using this so patient immediately turned it off. Patient is seeing an orthopedic doctor because they have lots of pain in their lumbar area and have turned the stimulator up but can only go so high because of their lumbar pain. The patient has a c2 to t1 fusion and "the fall didn't do that any good". Patient asked if lead migration could be seen on CT scan or myelogram. Reviewed lead placement can be seen on imaging but patient would most likely need to consult with managing physician regarding lead placement.